Manufacturer narrative:
Medwatch #: (B)(4). Manufacturer's investigation conclusion: the onset of the patient's driveline infection occurred on a non-abbott left ventricular assist device (lvad). No further information was provided. The manufacturer is closing the file on this event.

Event description:
User facility medwatch received that states the patient was originally implanted with a heartware hvad and had a tricuspid valve repair (tvr). The patient later developed a driveline infection that was positive for methicillin-susceptible staphylococcus aureus (mssa) with noted drainage from the hvad driveline and fistulous tracts in the sternum. The patient was treated with cefazolin and underwent a pump exchange to a heartmate 3. Outflow graft cultures were taken during the pump exchange that were positive for serratia. The patient was treated post-operatively with a 6-week course of intravenous cefepime which resolved the issue.

Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The event date is unknown and has been estimated. It was reported that the patient developed a driveline infection. The infection was treated with antibiotics.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.